Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. After applying torque directly to the connector pin the helix was able to extend and retract smoothly within the specified number of turns. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray analysis of lead did not reveal any anomalies.

Event description:
During device preparation, prior to patient contact, the helix did not extend or retract as expected. The lead was exchanged and the patient was stable with no adverse consequences.